Event description:
It was reported that a malfunction had occurred with the infusion pump. The pt changed the batteries, with no change to the pump status. The pt then went to the hospital to have the pump checked out. At the hospital the batteries were again changed, no change in the pump status. At that point it was observed by the nurse that the case had seperated, the nurse also observed that if you hold the pump together that the pump appeared to be functioning. It was recommemded by sorenson medical that the pump be changed out, instead the nurse taped the pump together and continued the therapy. The infusion time was extended to complete the therapy. There were no reports of any adverse pt events associated with this malfunction.